Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
After using the electrode for a few minutes on a shoulder procedure, the metal on the head fell off. It is the metal facing the same way as the buttons do, the one surrounded by ceramic isolation. The metal was removed, nothing left in the patient. The patient was not harmed. Surgery continued with another new cp 90.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. The lot number of this complaint device is unknown; however it is likely from a lot that was manufactured before the tip¿s design change. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable.